Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that the device would not run due to corrosion with dried saline. Temperature tests could not be performed. The device was repaired and returned.

Event description:
It was reported that a handpiece became very hot after being plugged in for use. The initial reporter indicated, ¿the handpiece was plugged in and the automatic setting went to 3,000. We changed it to 5,000 and placed it on the field waiting for when the surgeon needed it¿ it was not used on the patient. It was on the surgical field. However, when surgeon picked up the handpiece and noted the problem it was immediately removed. We used a different handpiece and there was no negative outcome.¿